Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was not turning on. The patient tests his blood glucose twice a day. He tests before breakfast and dinner. The patient takes a set dose of lantus insulin every morning regardless of his meter reading. He also takes set doses of glipizide and metformin. The reporter indicated that the alleged meter issue started on eight days earlier. The reporter did not know what the patient's last blood glucose reading was before the reported meter issue began. Although the reporter claimed that the patient was unable to test his blood glucose for a few days, she mentioned that he continued to take his medications as prescribed. On two days prior to contacting lfs, the reporter decided to take the patient to an emergency room (ER) since they did not know what his blood glucose level was. His blood glucose was tested on an ER/hospital meter and a result of "371 mg/dl" was obtained. The reporter claimed that the patient was treated with insulin (unknown type/dosage). Two days later, the reporter took the patient back to the ER again to have his blood glucose checked. During the 2nd visit to the ER, the patient's blood glucose registered at "413 mg/dl." Again, the patient was treated with insulin (unknown type/dosage). The patient did not have any symptoms of high/low blood glucose during the time of concern. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution was replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient received insulin treatment in an ER two times a result of the alleged meter issue. According to the reporter, the patient was unable to test his blood glucose for over 6 days.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.